Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired by the time they were received for evaluation..

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 269 mg/dl, 137 mg/dl, 109 mg/dl, 145 mg/dl, and 314 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.